Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high capture thresholds and high impedance measurements. The physician attempted to position the lead in a different location but had difficulty retracting and extending the lead. The physician elected to no longer use and replace the lead. The patient was doing asymptomatic prior to the procedure and was doing well post surgery.